Event description:
Plastic cap from manufacturer fell out of place on hospital grade bed and left exposed rough metal that cut resident severely enough that she required 16 sutures in her right leg. (B)(6) resident at a skilled nursing facility was getting out of bed and received a laceration to her right calf that required 16 sutures. Upon investigation, it was determined that a plastic cap had fallen out of the bed because the edge of the metal was rough so there was not a right fit. The rough edge of the metal caused the laceration to her leg.